Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the guide wire broke. Vascular access was obtained through a brachial artery. The 70% stenosed, 2mm x 3mm eccentric, de novo lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery to the left circumflex (lcx) artery. The physician advanced the 185cm pt2 light support guide wire and ¿noticed the tip of the guide wire was broken¿. The guide wire was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint unit was not returned; therefore, product analysis was not performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).